Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. It was stated in the report that pump was unable to recognize cassettes. Device has not been serviced in the last 12 months. Visual evaluation found the device was in overall good condition. The error log review confirmed customer reported problem functional testing replicated the primary problem. The cause was a faulty downstream occlusion (dso) sensor. The dso sensor was replaced, and the device has since passed all functional and accuracy testing.

Event description:
It was reported that pump was unable to recognize cassettes. There was unknown patient involvement and unknown patient harm/adverse event reported.